Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to low blood glucose. The current blood glucose reading is 32 mg/dl. Customer stated that the insulin pump gave him 60 units of insulin in a four hour time period. The blood glucose reading at the time of the event was 58 mg/dl. Customer was in a vehicular accident, he was driving the car. Customer stated that he was going home and started to feel drowsy. During troubleshooting, the displacement test passed. Nothing further reported.